Manufacturer narrative:
Product event summary: analysis passed all console and systems tests. Visually inspected the connection and found disturbed connection in the patient connector. Analyzer was functionally ok.

Event description:
It was reported the analyzer has a bent pin in the connector. The analyzer was subsequently returned for repair with a report that it bends pins on a particular model of adaptor. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.